Manufacturer narrative:
The insulin pump passed the displacement test and self test. Pump failed the sleep current test and active current test. High currents caused by moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed. Pump received with corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump had battery issues. The customer¿s blood glucose value was unknown at the time of the incident. The customer had called a day prior for the same issue (due to battery not lasting) and had gone through complete troubleshooting and the customer did not want to do it again. The customer stated that the insulin pump was not working. The battery did not last more than 1 week. The customer was recommended to refer to the backup plan as per the healthcare professional¿s instructions. The device will be returned for analysis.